Manufacturer narrative:
The device was evaluated by olympus and the reported issue was confirmed. Due to clogging of the air water tube, no water was fed. The nozzle was clogged by what appeared to be the remains of a cleaning brush. The air/water cylinder, suction cylinder, and right/left knob had discoloration. The light guide lens had a crack. Due to damage on the bending section cover, insulation resistance value at distal end did not meet the standard value. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the air channel on the colonovideoscope was clogged. The issue was detected at reprocessing. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the nozzle was lodged with foreign materials due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was lodged with foreign materials due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as like a part of a cleaning brush stuck in the nozzle - however, further detail on the foreign material could not be established. It was not reported that nozzle was deformed or damaged. The user¿s reprocessing method and handling method could not be definitively established. Therefore, the suggested phenomenon could not be presumed further. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual: preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. The IFU describes reprocessing of a/w [air/water] nozzle/channel as follows: "·reprocessing manual_precleaning the endoscope and accessories warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the a/w channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories. Clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. Flush the air/water channel with detergent solution. Remove detergent solution from all channels." Olympus will continue to monitor field performance for this device.